Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. The investigation is pending.

Event description:
The event involved a single line tp it belgium w/safeset¿ and cvp-line where the customer reported that when connecting the pressure set, there was an air leak causing backflow of arterial blood: all connections were checked that they were tightened sufficiently. The air leak persists. When connecting a new pressure set there were no problems with blood backflow and a curve was transmitted to the monitor on each port of the hemopod. The event happened during connecting the pressure set to the arterial catheter. The device was reported to be in use for one minute. Type of procedure was arterial line placement. The medications involved was naci 0.9%. The device was changed out/replaced with no further problems encountered. There was patient involvement, no delay in critical therapy and no patient harm noted.